Manufacturer narrative:
The initial reporter claimed that the md at the time thought both the pump and ac adapter were smoking and/or burning. The patient did sent the device back to moog, but only the pump was included in the package. The ac adapter did not make it back to moog. The pump was found to be working according to specifications, leading moog to conclude the problem was with the ac adapter. Due to the fact that the adapter did not return to moog, however, we are unable to perform a complete investigation.

Event description:
The initial reporter's allegations were as follows: on an infinity feeding pump purchased in 2008, the power supply (ac adapter) failed. It sparked and caused damage to the wall and to itself. The room became smoky, and the patient had to be moved out of the room. It is also not the first time this happened. The facility is "constantly having power supply problems with these pumps". Moog spoke with the initial reporter on multiple follow-up phone calls. The initial reporter indicated that the adapter had been plugged into the hospital's "red" outlet system. He also committed to providing additional information, but none has been forthcoming. Additional information received through the FDA's medwatch program indicates that the md at the time thought both the pump and the adapter were "smoking".